Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor did not produce an audible alarm in response to a blood pressure as low as 66/28 and heartrate in the fifty's. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the bedside monitor did not produce an audible alarm in response to a blood pressure as low as 66/28 and heartrate in the fifty's. No patient harm was reported.